Manufacturer narrative:
The probnp reagent lot number was 78343702, with an expiration date of 31-aug-2025. The ferritin reagent lot number was 79250502, with an expiration date of 30-sep-2025. The ft4 reagent lot number was 78843602, with an expiration date of 30-apr-2025. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible elecsys ft4 IV, elecsys ferritin, and elecsys probnp ii assay results for 5 patient samples tested on a cobas e 801 analytical unit. The clinician questioned the initial ft4 value for sample 5, so the customer repeated testing for it and an unspecified number of patient samples on a second analyzer. Additional discrepancies were found for samples 1-4. The repeat values were deemed correct. Sample 1 initial probnp result was 505 pg/ml. The repeat result was 1264 pg/ml. Sample 2 initial ferritin result was 21.8 ug/l. The repeat result was 54.3 ug/l. Sample 3 initial ferritin result was 111 ug/l. The repeat result was 168 ug/l. Sample 4 initial ferritin result was 45.3 ug/l. The repeat result was 106 ug/l. Sample 5 initial ft4 IV result was 57.3 ug/l. The repeat result was 23.7 ug/l.

Manufacturer narrative:
A field service engineer (fse) installed new pinch valves and a new photomultiplier tube (pmt). On subsequent service visits, a fse replaced both measuring cells, the pressure valves for one of the measuring cells, and the electronic input/output (eio) board. Instrument adjustments were checked and verified. A review of the qc history, the instrument alarm data, and the reaction monitor data do not suggest a product issue. The instrument is operational in routine use and the customer has not complained of any further issues. As several components were replaced, the specific cause of the event could not be determined.